Event description:
The patient had a revision today because, they have lost weight over time and the weight loss lead to discomfort around the implantable neurostimulator (ins). During the revision the doctor and company representative noticed the can of the ins was dented/scraped (5 or so dents), looked almost like it was ¿chewed.¿ it was speculated that this occurred during the initial procedure as it looked like it was caused by some clamping mechanism during the initial implant. The same ins was used as the impedances checked out okay and stimulation up until this point has been good for the patient. It was noted the patient has complained of right rib cage pain that started a few months ago. They were unsure if this actually has anything to do with the system. The doctor did not want the patient to turn the device on until the post op appointment. The patient¿s post op appointment was on (B)(6) 2015 and was doing very well. The stimulation was good and the rib pain has subsided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37092, lot# 285240002, implanted: 2011 (B)(6); product type accessory product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-p4, lot# n294201, implanted: 2011 (B)(6); product type accessory product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).